Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. The evaluation found there were no abnormalities that would have caused or contributed to the reported condition. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues. A reload was attached to the device and was able to clamp and articulate without any issues. A review of the system logs showed that there were excessive load warnings during firing. The strain gauge had reached its maximum value. Therefore, the handle stopped firing due to the high force reading. It was reported that the device detected an excessive load, and the device initially fires but failed to complete the firing cycle. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues were caused by the handle functioning as intended. The handle exceeded the force limit of the strain gauge and caused the high firing force screen to appear on the handle as a safety measure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, during the transection of the stomach, on the very first firing, the firing stopped and excessive force signal was noted on the handle screen. After waiting for 20 seconds, the firing still could not be completed. Another powered stapling system was opened, but the same issue occurred. A manual stapler was instead used to complete the case. It was stated that the stomach tissue did not feel thick and there was no excessive difficulty when firing the manual stapler. There was no patient injury.